Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, one extended opening on the anterior side, and crease flat. A microscopic analysis was performed which identified: four striated openings. Based on the device analysis, the final assessment is four striated openings due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, discomfort, inflammation and fluid. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii, discomfort, inflammation and fluid. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, discomfort, inflammation and fluid. Device has been explanted.